Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when inserting the intra-aortic balloon (iab), blood was seen flowing back and a leak was suspected. A new iab was inserted to continue therapy the procedure was completed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with blood observed on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 76.2cm and 74.9cm from the iab tip. Blood was observed within the stat gard sleeve. The extender tubing and a non-maquet guidewire were also returned. An underwater leak test of the catheter, y-fitting, sheath seal, extracorporeal, and extender tubing was performed and no leaks were detected. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.